Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dual lumen peripherally inserted central catheter. The customer reports that when they opened the package they noticed a little rip on the purple butterfly, so they did not move forward with using it. The customer reports this was not used on a pt.

Manufacturer narrative:
Submit date: 04/09/2013. An investigation is currently underway. Upon completion, the results will be forwarded.